Event description:
It was reported that after a nurse used a bd micro-fine insulin pen needle to inject insulin into a pt, the pt end of the needle was missing when the needle was withdrawn. The pt rec'd an x-ray and the needle was not visualized. The pt was concerned that the needle remained in the injection site so an add'l two x-rays were provided. None of the x-rays visualized the needle. Upon further eval of the pen needle, the nurse found the broken portion of the needle in the inner shield of the device.

Manufacturer narrative:
It is unk if sample is available for eval. A review of the device quality notifications revealed no irregularities for the reported lot number 4072136. If a sample is returned, a supplemental report will be filed upon completion of the investigation.